Manufacturer narrative:
Additional information: executive summary: an event regarding periprosthetic fracture involving an triathlon insert was reported. The event was not confirmed.

Event description:
Sales rep reported an open reduction of a right femur internal fixation of patient. Surgeon explanted tibial bearing insert. Per rep's response: surgeon explanted insert to repair fractured femur via retrograde intra medullary nailing. It was an access issue and had nothing to do with stability or current condition of explanted insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. Not returned to manufacturer.

Event description:
Sales rep reported an open reduction of a right femur internal fixation of patient. Surgeon explanted tibial bearing insert.